Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain/burning sensations at the ipg site when stimulation is turned on/turned off. The patient stated the sensation increases when she charges her ipg. In addition, the patient reported she starts to feel warmth within minutes of starting to charge her ipg and it stops once she stops charging the device. There is no report of redness or swelling at the ipg site. The patient also feels tenderness over the ipg site. The patient states she gets relief by putting her hand over the ipg site and applying some pressure. However, in certain positions, the pain increases. It was noted the patient declined reprogramming. Subsequently, the patient may undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention where her entire scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.